Event description:
Add'l info rec'd from MFR 5/11/2004: patient was found in arrest and the telemetry channel was displaying a squelch pattern. Based on a teleconference with the account that included the biomedical engineer risk manager, the hospital confirmed that the incident tm channel had been experiencing intermittent squelch for some 12 hours preceding the alleged incident. Additionally, the telemetry system had been in use at the account for 10 plus years at the time of the incident and had been retired from use at the time of the teleconference and investigation and was no longer operational nor available for investigation. Further facts indicate that the biomedical department had investigated the report and determined that the squelch was the result of a broken disposable ECG lead wire and that at the time of the incident the hospital department did not have any replacement leads for the staff to use. The staff had attempted to resolve the intermittent squelch but was not successful due to a lack of supplies. The biomedical manager reported that his testing of the equipment determined that it performed to specifications. The system is designed to notify the user of a loss of reception by displaying a squelch pattern on the screen. The user would normally respond to this and resolve the issue by replacing the leads or battery. This is an anticipated situation for telemetry use and is appropriately described in the operators manual. As the hospital did not have any replacement leads, and as they were aware of the loss of reception by the squelch pattern for some 12 hours, they should have removed the patient from that monitor and provided alternate monitoring or appropriate patient surveillance.

Event description:
Staff experienced continuing problems (malfunctioning) with telemetry equipment which interfered or negated correct wave form. Replacement transmitter & leads were not available. Pt found dead 0700 the next day. Upon inspection by biomed lead wire had a short in it.